Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation observed burn damage to the radio printed circuit board. Due to the nature of the damage, the device was found unserviceable and the customer was sent a replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module, the evaluator observed burn damage to the radio printed circuit board. No additional information is available.